Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula deployed but did not insert. The pod was not worn. Patient's blood glucose levels rose to 13.4 mmol/l (241.2 mg/dl).

Manufacturer narrative:
The pod arrived not deployed. No timeouts or drive stalls were observed. The pod delivered 48 first prime pulses, deactivating before the start of second prime. No damages were observed. No problems were found regarding the reported needle mechanism complaint. As the needle mechanism did not deploy, it is impossible for the cannula to have been improperly inserted.